Event description:
Additional information received from reporter on november 6, 2022 for reporter number mw5113361: the apps worked earlier when my phone software version (operating system) was v11 and 12. Samsung said google is responsible for issuing new versions and that there is no way to stop them. Second, there is no way to revert back to a previous version, although tandem advises to stop the automatic updates. The last call I made was to offer resetting to factory defaults and then installing v12. However, they said in a few days it will go to v13. They also asked me to go to an authorized retailer and speak to them. The serious concern is this is affecting two medical devices. I have been an aerospace and medical devices auditor. When a new version is pushed, the companies and FDA have to obtain that version and test for compatibility. By the time that version is approved for use, the next version gets pushed. These three companies need to work together to prevent disruption! I already submitted a report, but there is no report number in the confirmation email I got. You can combine these two reports. Please make sure my email is changed to (B)(6) on the first report as I had used a college email on that one. Please help! There has got to be something you can do! If you need more information, call me or send me forms to fill out.

Event description:
This form may not be the right one to log this issue. *no serious issues or injuries have occurred. * this involves my tandem insulin pump, my dexcom g6 system and my samsung galaxy s22 ultra phone. I have been working with both companies' technical support departments. Samsung has programmed their phones to do an automatic system update and we cannot stop it. Further, we cannot ever downgrade to a previous os version once it updates. This has resulted in incompatibility with both the dexcom and tandem systems. Both my dexcom app and my tandem app no longer work. I cannot see results on my phone as I used to. Since I don't have the tandem app, it will not load to my web portal where I can see my reports and overall trends. Yesterday, I could not remember if I took my bolus dose and had no way to look this up. The pump has it buried deep in the menu system, and I can't readily find it. Yes, I can use the pump, but to dig it out of my clothing is inconvenient, especially in public areas. There has to be some sort of standard between dexcom, tandem and samsung especially when the bolus-by-phone is used. If the phone os upgrades automatically, the user will be cut off from the app and the on-line portal, according to tandem. They advise to postpone os upgrades to avoid this, but I cannot. FDA safety report ID #(B)(4).